Event description:
The customer was hospitalized for high bgs. The customer stated that they inserted a new set and site the night before the call and went to bed. When they woke up thier bgs were high. The customer attempted to bolus but they received an alarm and gave themselves a manual injection. The customer was spilling ketones, felt ill, and had difficulties seeing things. The paramedics were called. The call was concluded when the paramedics arrived. An hour later the customer called back to request assistance in changing the site.